Event description:
Event description guidant received information that this implantable left ventricular lead exhibited a loss of capture. This loss of capture is thought to be a result of a change in the patient's intrinsic morphology or a dislodgement. The patient does not have any insurance, so the physicians at multiple facilities have elected to not perform a lead revision. The patient has felt fatigued, and has made multiple visits to different emergency rooms. The end result has been the same.